Event description:
It was reported the patient was revised due to pain, instability, femoral loosening and fractured articular surface approximately 23 years post implantation. Femoral implant, femoral stem and augments, along with articular surface were revised with no complications. Tibial implant and tibial stem remained implanted.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products(reported). 00599003401 prc agmt block post sz d 5mm lot # 72685400. 00599003401 prc agmt block post sz d 5mm lot # 56188000. 00599003401 prc agmt block post sz d 5mm lot # 61375308. 00599003401 prc agmt block post sz d 5mm lot # 67550900. 00598801013 stem implant 13mmdx145mm lot # 71587800. 00599403014 14mm height size c,d w/locking screw articular surface lot # 55404200. Additional associated products(not reported). 00598800400 nextgen a/p wgd prct tib plt sz 4 lot # 61849500. 00598801215 stem implant 15mmdx75mm lot # 71199600.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - femur visual examination of the provided pictures identified the articular surface fractured into pieces and visible signs of wear. No further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty components are anatomically aligned. There is no fracture or dislocation. The bones are markedly osteopenic. Two screws are noted within the proximal tibia/fibula. An external artifact is noted overlying the medial knee. Anatomic alignment of the right knee arthroplasty. Proximal screw fragments related to prior surgery. Osteopenia. No anatomical or implant failures are identified. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.